Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device phk100 batch number, and no non-conformances were identified investigation summary: it was reported packaging foreign matter biological. It was received for analysis an empty opened box and an opened sample of product code j772d, lot phk100. The product code is multi-strand and required eight strands per packet. During visual inspection of the open sample, the winding former contains eight strands. The swage and attachment area of needles were noted to be as expected. The sutures were dispensed and examined along of strand, no defects or foreign matter like a hair were found. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to sample condition, no packaging foreign matter biological was found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and the suture was used. It was found that there had been a foreign substance like a hair in the sterile package, so it was not used. There were no adverse patient consequences reported.